Event description:
The ER staff members were treating a pt using a device , mfc and pads. The pt required pacing, but the staff was unable to capture the pt's rhythm. The staff adjusted the ma's from the lowest setting to the highest setting. They applied another set of pad and treated the pt. There were no adverse effects on the pt. The staff members then treated a different pt with another device , mfc & pads. The pt required pacing and the same scenario occurred again. The staff was unable to gain capture until they applied a second set of pads. The ER staff treated a total of four pts who required pacing, and had the same alleged malfunction occur each time. The complainant was unable to provide the pt's ages or genders. He was also unable to indicate how many pts were treated with the device, and how many with the other device. The complainant also indicated that they did not feel the pad were at fault.